Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that at around 10:30pm, the patient's cgm was 40 mg/dl but he did not have any test strips left to perform a bg test. During this time, he started to feel dizzy. His neighbor noticed that he wasn't feeling okay and offered to drive him to a nearby hospital. Upon arrival at the hospital, the patient's receiver was still showing 40 mg/dl, but his actual bg was checked and showed around 330 mg/dl. Patient said that he was given a bag of IV medication, but he can't recall what medicine it was. Patient is now fine and stable. He was discharged the following morning, at around 3:00 am. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient didn't have any test strips to perform a bg test. The reported glucose values fall within the d zone of the parkes error grid was taken when the patient arrived at the hospital. No additional patient or event information is available.